Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional action was taken by technical support.